Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the high-energy devices (such as lasers or radiofrequency equipment) were used without maintaining a sufficient distance from the patient¿s tissue. The most probable cause for the malfunction is traced to component failure. The most probable cause for foreign objects could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified a burnt distal end, burnt c-cover, and the presence of foreign objects in the auxiliary water channel (j-tube) and nozzle. There was no patient involvement.